Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and scratched case noted during visual inspection. No button response due to flattened dome switch on act button (creased). No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 322 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.